Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted in the septal -anterior (a/s) commissural. A second triclip, was placed on the septal posterior (s/p) commissural. During grasping attempts, there was a slight increase in tr when a small flail occurred. The clip was re-positioned and was successfully implanted. The procedure was discontinued; the final tr was grade 2. There were no adverse patient sequela or clinically significant delays reported.